Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, four days post implant, the implantable pulse generator (ipg) and right ventricular (rv) lead were, " firing on the qrs," complex, "or on the t-wave." Both the ipg and rv lead remain in use. No patient complications have been reported as a result of this event.